Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During the procedure, the physician met resistance while advancing a neuron catheter. Upon removal from the patient, the neuron catheter was found to be kinked. The procedure continued successfully using a new neuron catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The neuron delivery catheter 070 (neuron 070) was kinked approximately 24.0 cm from the hub and kinked 6.0 and 12.5 cm from the distal tip. Some of this damage may have been due to return packaging, as the neuron 070 was folded to fit inside the return packaging. The complaint has been evaluated. The complaint indicated that during a procedure, the neuron 070 became kinked while being advanced. Evaluation of the returned device confirmed it was kinked in multiple locations. This type of damage typically occurs due to improper handling during use. If the neuron 070 is manipulated forcefully at an angle during advancement in the patient, the catheter shaft may kink due to excess force and bending. Some of the evaluated damage may have been due to return packaging, as the neuron 070 was folded to fit inside the return packaging. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.